Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pump was programmed to infuse at 2ml/hr of 98ml of rituximab (98mg/98ml ns) with a vtbi of 1ml with a call back in 30 minutes to titrate the medication up. The nurse programmed the medication in guardrails. When the rn came back the bag was empty and the pump displayed 1.07ml had been delivered. The patient was pre-medicated and there was no harm.

Manufacturer narrative:
Initial reporter name and address: us address yes. The customer¿s report of an overinfusion of rituximab was not confirmed. Physical inspection noted the device to be in good condition. Review of the pcu event log shows that on (B)(6) 2018 at 8:54 pm rituximab was programmed under guardrails as a primary infusion for a custom concentration with a drug amount of 98mg, a diluent volume of 98ml, bsa of 0.26m2, rate of 2ml/hr, and vtbi of 1ml/hr. At 9:25 pm the infusion completed on schedule ending in an infusion complete-kvo alert. At 9:32 pm the user programmed a delay for 2 minutes and then confirmed the delay. At 9:40 pm the pump module was powered off with a recorded primary volume infused of 1.072ml. Rate accuracy verification found the device to be infusing within specification. Functional testing of the set resulted in no leaking. The root cause of the customer¿s report of an over infusion was not determined.

Event description:
The customer reported that the pump was programmed to infuse at 2ml/hr of 98ml of rituximab (98mg/98ml ns) with a vtbi of 1ml with a call back in 30 minutes to titrate the medication up. The nurse programmed the medication in guardrails. When the rn came back the bag was empty and the pump displayed 1.07ml had been delivered. The patient was pre-medicated and there was no harm.